Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06021935 that an ar-12990 knee scorpion had an issue. The tip (trap door) of the scorpion broke off during a procedure when trying to fire the scorpion. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 9/11/2023, the sales representative provided the following information via email: this occurred during a meniscal root repair procedure on (B)(6) 2023. The device's tip broke off inside the patient, and all fragments were retrieved. The scorpion was no longer needed, as this happened on the final suture, and the case was completed successfully. There was no case delay reported and no adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-12990 due to the damage to the device. Visual inspection noted the moving jaw of the device is broken off and was not returned. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. Refer to the investigation photo.